Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# hkz366 exp date: 07/31/2019, MFR date: 09/09/2014. Batch# hg6643 exp. Date: 01/31/2019, MFR. Date: 06/19/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: what tissue was the gut suture used on? Eyelid. How was the suture placed, interrupted or continuous? Continuous. What date did the patient return for follow up (post op day)? Pod #3. What was the expectation of absorption of the plain gut suture? 5-7 days. How was the suture tied (start at ends and tie in middle/ or tie at ends)? Ends. How long after the first procedure did the patient experience dehiscence? 2 days. Can you describe the amount of wound opening (in cm)? 1 cm. Was there any precipitating event prior to the dehiscence (sneeze, cough)? No. Can you describe the appearance of the suture during the second procedure? Broken in middle toward nasal end. Was the suture intact and the knots untied? No. Were the knots intact and the suture broke? Yes. Was the suture intact and pulled away from the tissue? No. What is the surgeon opinion as to the contributing factors to the symptoms? Broken suture. What are patients gender, age, weight, medical/ surgical history? N/a. What is the current condition of the patient? Resutured, doing well. Representative samples were tested on by tensile strength with knot and all met requirements. All sutures were dispensed and examined along of the strand and no defects were found, the sutures presented good conditions.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a blepharoplasty procedure on (B)(6) 2016 and suture was used as a running stitch with knot at both ends. Later the same day of the procedure, the patient returned and surgeon indicated that the suture broke close to the knot and wound was opened up. Other suture was used to re-suture the wound. Additional information has been requested.